Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure while performing omental resection, after three good seal the devices does not seal, therefore the area that should be sealed began to bleed. Blood transfusion was not necessary. There was no regrasp alarm but an end tone was heard. They replaced the device to complete the case. There was no patient injury.